Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check was performed with the customer and source of occlusion was not identified. Customer reported to have used cold insulin versus the labeled room temperature insulin during the loading process. Reportedly, customer changed pump supplies and resumed insulin therapy.